Event description:
It was later reported that the alarms were likely related to fluid shifts as the patient was being dialyzed daily. The patient's renal dysfunction was said to have been present prior to implant and required temporary renal replacement therapy. The patient had recovered, was implanted, and then had recurrence of kidney dysfunction. Additionally, it was noted that the patient still required intensive care unit level care due to complications outside the ventricular assist device, which was functioning appropriately.

Manufacturer narrative:
Corrected data: section h6: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not conclusively be determined. The controller event log file contained events from 06feb2025 through 20feb2025, per the timestamps. Multiple low flow alarms were captured on 19feb2025, with flow decreasing to a low of 1.1 liters per minute. Additionally, multiple low flow fault flags were captured that were not sustained long enough to activate a low flow alarm. The log file also contained numerous pi events. No other notable alarms were captured, and the pump appeared to function as intended throughout the log file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including renal failure, that may be associated with the use of the heartmate 3 lvas. Section 1 also provides an explanation of each of the pump parameters, including pump flow and pi. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an episode of hypotension, with mean arterial pressures to the 30's, at the end of a dialysis session. During this their flows were dropped to 1.1, and according to their history, had a speed drop to 4700 and few seconds later with a flow of 1.4. The patient also became bradycardic to the 30's. They had low flows a few minutes later due to hypertension after a dose of epinephrine. Log files were sent for review. The log file captured low flow events on (B)(6) 2025. There were also several low flow flags which did not persist long enough to trigger a low flow alarm. These occur at times when pulsatility index was elevated. The speed drop reported was associated with a pi event which was normal. There were no pump issues in the log files. The remainder of the log file was unremarkable.

Manufacturer narrative:
Health effect - clinical code: renal failure e130501. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.